Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that the patient had a back surgery several years ago alleviating the pain they had been having for years and the reason the pt had the system implanted. Pt is beginning to experience some pain again and is needing an MRI so pt contacted the rep to help charge the system. The device is overdischarged, and 4 trickle charges were attempted, but were unsuccessful. The rep noted they would submit any new information that becomes available. On 2024-nov-03 the rep reported the cause of not being able to recover the ins from overdischarge could not be established. The patient thinks this could be their 3rd overdiscarge. The issue has not been resolved and plans are being made to have the ins replaced. The information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.